Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 29. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, abscess and inflammation. No further patient complications were reported.